Event description:
During the procedure, the orbit mini complex fill 3.5x7.5 coil (B)(4) was stretched during insertion/placement into the target aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues, and the same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the sl-10 (mc) microcatheter (striker) at all times. No damages were noticed after it was reshaped, and there were no kinks in the microcatheter that might have contributed to the event. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury, and the product will be return for analysis.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as kinks were noted on it. The introducer was received partially zipped and it was found kinked. The support coil, gripper and just the head piece of the embolic coil were received outside of the introducer; the rest of the embolic coil was not received for evaluation. The support coil and gripper were found without damage. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. During microscopic analysis the edges of the broken section of the hypotube appear as it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" could not be evaluated since the embolic coil was not received for evaluation. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill 3.5x7.5 coil (637mf3575/15350590) stretched during insertion/placement into the target aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues, and the same sl-10-striker (mc) microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the mc at all times. It is unknown if the mc was reshaped, but there were no damages noticed. No kinks were noted in the mc that might have contributed to the event, and during insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device, coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury, and the product will be return for analysis. A non-sterile orbit mini complex fill 3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as kinks were noted on it. The introducer was received partially zipped and it was found kinked. The support coil, gripper and just the head piece of the embolic coil were received outside of the introducer; the rest of the embolic coil was not received for evaluation. The support coil and gripper were found without damage. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. During microscopic analysis the edges of the broken section of the hypotube appear as if it was kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil could not be evaluated since only the head-piece of the embolic coil was received. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it; but it could not be conclusively determined. Additionally, based on the report that the device was removed from the patient without any damages other than the stretched coil, it can be concluded that the separated delivery tube and separation of the coil from the head piece occurred post procedural use as these would have been readily evident to the user. It is possible that procedural factors/device manipulation may have contributed to the stretching; however, based on the available information no conclusion can be made. There is no indication of any relationship to the manufacturing process with post procedural factors appearing to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place (637mi021 rev. 26) that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.